Event description:
Pt in chair with wrist and vest restraints on. Found sitting on floor; wrist restraints were popped off and the vest restraint was on but straps had ripped. The restraint that was used on this pt was not saved. Since that time, another restraint was torn in a similar manner and rptr has that one. Pt suffered fractured femur.